Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device/one opening assessed, as fold flaw opening. Anxiety-product/procedure-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases, particles and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side exchange from textured to smooth implants, due to the patients concern with the products. Healthcare professional, later reported, left side "ruptured". And "hole, non-specific". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional later reported left side "ruptured" and "hole, non-specific". Device was explanted.